Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 314.291, lot: 10-7739, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 01 june 2010. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the investigation of the complained collinear reduction clamp sliding mechanism shows that the plastic handle indeed broke of as per reported event description. The breakage occurred at the screw fixation. The instrument is all in all in used condition. The tip section of the instrument shows also strongly damages and wear marks. Dimensional inspection: due to the strongly damages the relevant dimension could not be measured. However the parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. Document/specification review: the manufacturing specification were reviewed, and this lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Summary: the received condition of the instrument is concordant with the complaint description and the complaint condition is confirmed. This lot was manufactured in june 2010 according to the specification. There were no issues during the manufacture of this product that would contribute to this complaint condition. The damage occurred is determined to be post production criteria¿s. The instrument is all in all in very used condition. There are strongly wear marks at the tip of the instrument visible. Since the instrument is now more than 9 years old and based on the strongly damages we suppose that the damages occurred during repeated use over the years. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that a collinear clamp`s handle was broken. No more information is available at this time. This complaint involves one (1) device. This 1 of 1 for report (B)(4).